Event description:
Customer's daughter reported customer received a blank screen with their freestyle meter. Customer's daughter also reported customer was sitting on the steps after waking up and then he was not able to move. Customer's daughter further reported customer lost consciousness and was treated with juice to counteract his symptoms. Paramedics were called and treated customer with glucose orally. There was no report of diagnosis, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. This is a final report.

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No patient was harmed as a result of this issue.